Event description:
A hospital reported that scratches were noticed on the intraocular lens (iol) after it was implanted in the eye. The iol was removed intraoperatively and replaced with another lens of the same power. The incision was enlarged to remove the iol and a suture was required. As a result of the increased duration of the surgery, an additional intracameral local anesthetic was necessary. There were no clinical consequences to the patient and the patient 's current condition is good.

Manufacturer narrative:
The device is not available for evaluation as it was discarded. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.